Manufacturer narrative:
H3/h6 - a manufacturer representative went to the site to service the system. Replaced the battery and power supply. Evaluation of the returned battery 9735773 lot# 2217 and power supply 9735787r lot# 22490070 found no fault with the returned products. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: -, ubd: unknown, UDI#: unknown product ID: 9735787, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was partially on. The system was not turning on. It was shutting off.  The camera cart turned on, but not the main cart. The cd / dvd drive would not open. Troubleshooting was performed. The local representative (cc) did a hard restart, with no resolution. The computer on the main cart did not come on. The camera cart turned on, but the main cart did not turn on. The cc disconnected the battery from the main cart. The system turned on as expected. The main cart battery charge remaining was 0%. The camera cart was still at 100% and stayed on. There was no patient involvement. Conflicting information was reported. Follow up has been performed.